Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-02409. It was reported that when the patient presented in the hospital, drainage at the incision site was observed with positive blood cultures. The physician explanted the system. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.